Event description:
It was reported that while preparing for surgery, it was noted that the packaging of two blades would not peel open as specified. It was also reported that the blade was not used on a pt and there were no adverse consequences as a result of this event.

Manufacturer narrative:
The reason for the serialization starting the 9616696-203-90xxx is to provide clarification following a change in stryker's electronic complaint systems. The device packaging of the two blades subject to this investigation, were not returned for evaluation. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. Investigation results indicate the packaging material was brittle. The label for the device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue. If the blade packaging is returned, an evaluation will be performed and a follow-up MDR will be submitted.